Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma: the cause of the access site adverse event was user related as to activate clotting time (act) management as act was 300 after insertion. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a circulatory support pump was inserted using right-side percutaneous femoral arterial access. During the period of support, the patient developed a hematoma at the access site. The device was later removed, and the patient survived the procedure. No additional information regarding device performance, patient condition, or potential product return was provided.